Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned. Traces of dried body fluid/blood was noted in the lumen due to being an open tip lead. Testing of the lead showed no blockage in the lead lumen. A guidewire was able to pass from the terminal pin to the lead tip without any issues. Overall, analysis was unable to confirm the allegation made against the lead in the field.

Event description:
It was reported that during an implant procedure, multiple guide wires got stuck in this left ventricular (lv) lead while the physician was attempting to position it. The physician tried to flush the lead but thought it may be clogged. The lv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.